Event description:
It was reported that the patient developed an infection of the pacemaker system. The device and lead were successfully replaced. No additional adverse patient effects were reported.